Manufacturer narrative:
Title limitations of cerebral oximetry in a patient with an intracerebral hemorrhage and brain edema on extracorporeal membrane oxygenation: a case report source cases-anesthesia-analgesia.org, volume 12, 2019 (390-392) article number: 11 date of publication: 01 november 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the unit was used on patient with low cardiac output syndrome due to acute transplant rejection, with rapid progression into frank cardiac failure. The unit initially depicted percentage values in the low to high 40's. Consistently lower saturations (approximately -8%) were seen over the patient¿s right forehead, which attributed to a previous stroke, as clinical evaluation at that time was without pathological findings. The patient was transfused with 2 unit of packed red blood cells and had increased fraction of inspired oxygen from 40% to 50% and regional brain saturation gradually climbed bilaterally. It reached the mid 50% range over 24 hours after termination of therapeutic hypothermia. After 2 days, moderate anisocoria was noted on patient. As the patient exhibited unaltered hemodynamics on extracorporeal membrane oxygenation, constant regional brain saturation values, and a positive bilateral pupillary light reflex, it was initially decided to observe the patient neurologically and refrain from further diagnostic measures. Two hours later, it was noted that a light reflex could no longer be elicited in the patient's right pupil, however, the unit values were still stable. Right-sided regional brain saturation values had even increased slightly shortly before. Computed tomography scan of the brain revealed a massive intracerebral bleeding within the right temporal lobe in the area of the previous infarction. The unit clearly missed detection of a massive brain hemorrhage within the supply zone of the middle cerebral artery and subsequent brain edema formation. The patient was discharged to a neurological ward for intensive rehabilitation.